Event description:
It was reported that the device would intermittently reset itself. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system and the power pcb assemblies, and a software upgrade was performed. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assemblies and determined that the root cause of the reported event was a failure of two filters, designators fl201 and fl203 on the system pcb assembly - each filter had one unsoldered end.